Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed a message that bluetooth was turned off. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An exterior physical visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. A share log review was performed and the logs contained nothing related to the customer complaint. The reported event was not confirmed via product. The probable cause could not be determined.